Event description:
Analysis of a returned handheld software detected a corrupt database. The most likely cause of the corrupt database was an old software flashcard inserted into a hhd, after a new software upgrade. No anomalies were found in the analysis of the handheld.

Manufacturer narrative:
A device malfunction occurred, but did not cause or contribute to a serious injury or death.